Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that ¿when the doctor replaced the battery pack, she had to go to her pain management doctor and he looked at the before picture of the stimulator x-ray before the battery was replaced and then he took another x-ray after the surgery, there was a wire missing.¿ the patient reported that ¿he saw there was a wire down the center that had been taken out and we was so upset so she was sent to a spine doctor and she was sent for a myelogram and they wanted to put a new stimulator in and battery back.¿ no further complications were reported.